Event description:
It was reported that, after a tkr surgery had been performed on 2012 and an oxinium knee was implanted, the patient experienced a fall and was admitted on (B)(6) 2025 for revision surgery on (B)(6) 2025. During the procedure, it was observed that the surrounding tissues has turned black due to oxinium and the implant had turned silver in color. Current health status of patient is stable.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tkr surgery had been performed on 2012 and an oxinium knee was implanted, the patient experienced a fall and was admitted on (B)(6) 2025 for revision surgery on (B)(6) 2025. During the procedure, it was observed that the surrounding tissues has turned black due to oxinium and the implant had turned silver in color. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that per the revision operative findings, ¿the surrounding tissues turned black due to oxinium, and the implant had turned silver in color.¿ which is consistent with wear and articulation. Although these findings are consistent with advanced implant wear and metallosis it is noted that the implants were in situ for 13 years prior to a fall and hospital admission. However, without metal ions, or the analysis of the explanted components, the source of the reported findings cannot be confirmed. Therefore, it cannot be concluded that the reported clinical reactions were associated with the mal performance of the implant. The reported fall led to the revision. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. However, it has been reported that the patient is stable. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. A review of the instructions for use documents for knee systems reveal in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.